Event description:
It was reported that a customer's pump had a cracked or shattered touchscreen, rendering the screen non-functional despite the pump starting up. There was no information regarding the impact on the customer's blood glucose level. The device is being returned for further inspection, and a replacement pump with a different serial number has been arranged to be sent to the customer.